Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed with a failed battery alarm and got an unexpected battery power loss alarm. The customer¿s blood glucose level was 138 mg/dl at the time of the incident. The pump keypad was not responding after a battery change. Troubleshooting was not completed as the customer declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display, problem isolated to electrical board. Unable to verify low battery alert less than one week, failed battery test, button error alarm and unexpected battery power loss or perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display.